Event description:
Mentor smooth silicone implants leaked thru their shell and caused me silicone poisoning. It affected my entire body causing over 50 symptoms, 2 surgeries and years of pain and suffering. Breast implants need to be banned. Hundreds of thousands of woman are suffering, dying and dead from them. None previous to implants, now too many to list. FDA safety report ID# (B)(4).